Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('congratulation on becoming efree') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced constipation ("constipation") and underwent medical device removal (seriousness criteria medically significant and intervention required). Essure was removed. At the time of the report, the constipation and medical device removal outcome was unknown. The reporter considered constipation and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: reporter was added. Case become serious incident. New event- medical device removal was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.